Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jan-2020 with the following findings: a review of the pump¿s black box and alarm history indicated that the data from the event date was overwritten and unavailable for review due to continued pump use. The complaint was reported to occur on (B)(6)2018 and according to the pump delivery history, the pump was in use until (B)(6)2019. A review of the pump¿s black box contained data from (B)(6)2019 to (B)(6)2019 with no evidence of power loss or reboot. The battery cap was not returned with the pump. A test battery cap was used and was able to properly secure to the pump and maintain an electrical connection for all testing. The battery compartment was found to be cracked. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The original complaint of a power issue was unable to be duplicated. Unrelated to the original complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.